Manufacturer narrative:
Review of the event and images by aga's medical consultant resulted in the following findings: the tee demonstrated that the edge of the device had compromised the integrity of the atrial wall and also a portion of the aortic wall. Dr. Strongly recommended surgical removal of the device. Ultimately, the patient did undergo surgery intra-operatively, the device had eroded through the atrial wall and was abutting the aortic wall. The device was removed; the asd was repaired and the patient was discharged without sequelae. According to aga's medical consultant, this patient experienced a device related erosion due to significant device over-sizing for a small asd. The size of the selected device was beyond the balloon stretched diameter. This event was reviewed by aga's asd erosion adjudication board, and the following observations were reported: this patient experienced device related erosion due to the markedly oversized device. Implant and event dates have been corrected.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
According to the information received, a 26mm amplatzer septal occluder was implanted in a young, female patient. She presented a few weeks later with tamponade, which was drained; however, the surgeon did not think that the device needed to be removed. No additional information was received by aga medical.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.